Event description:
It was reported that during a balloon assisted coil embolization procedure, the balloon leaked. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that there was dried blood in the balloon. An attempt was made to flush/ inflate the device as a guidewire was inserted into the catheter, and no flush would pass through the device due to dried blood and contrast solution within the shaft of the balloon catheter, therefore the device was soaked for 5 minutes. The guidewire was still unable to be removed from the balloon catheter; therefore the device was soaked for a further 30 minutes after which the guidewire was still unable to be removed. In an attempt to inflate the balloon it was necessary to cut the balloon catheter, the guidewire still unable to be removed. Therefore an inflation test was unable to be performed on the balloon. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
It was reported that during a balloon assisted coil embolization procedure, the balloon leaked. There were no clinical consequences to the patient.